Event description:
It was reported by the plaintiff's attorney that the plaintiff had an elevate graft implanted on (B)(6) 2009 or (B)(6) 2010 it was also reported that the plaintiff allegedly experienced emotional distress and a problem with the product. Related to MFR report: 2183959-2013-00375 and 00376.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).